Event description:
Patient called in to report service error code. No twisting damage to therapy cable. Patient further stated that they unpowered the monitor for longer than 3 hours because they remove the garments. All troubleshooting attempts failed. Wcd role in the event is pending evaluation of to-be-returned device.